Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on a guide meter, compared to an aviva meter, within 10 minutes: 58 mg/dl (guide meter) and 240 mg/dl on (aviva meter). No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.